Manufacturer narrative:
Analysis found that the customer's fault was not confirmed. The service and repair was unable to perform temperature test as motor was completely dead/ blade was not rotating. Motor cable assembly was found faulty and connector has dent. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece was heating and blade was not rotating prior to use. There was no patient involvement.